Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Related manufacturer report number 1627487-2019-09180. It was reported that the patient did not have effective therapy since implant, only providing a vibrating sensation around the pain areas. In turn, patient's system was explanted in 2013, exact date unknown.